Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.user facility (voluntary / mandatory) medwatch report number: - (B)(4).

Event description:
User facility medwatch report received that states: the perclose failed following a cath lab procedure.